Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced. No additional information was available.